Event description:
A physician reported that there was a failure to drive the cutter during cataract and vitrectomy combination surgery. The procedure was completed on same day by replacing with same product. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).